Manufacturer narrative:
Section a1: patient identifying information cannot be handled by (B)(4) in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported right heart failure as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10sep2018. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook , are currently available. Section 1 of the IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was rehospitalized 16aug to 19aug for hemodynamic assessment and medication adjustment. The patient underwent cardiac catherization and the following data were gathered: central venous pressure was 4 mmhg, systolic pressure 19 mmhg, diastolic pressure 55mmhg, wedge pressure 3 mmhg, and cardiac output was 5.0 liter/minute. Over time, chocardiography observed enlargement of the right ventricle and reduction of the diameter of the left ventricle, suggesting the progression of the right heart dysfunction. The dose of beta-blockers was reduced and pulmonary vasodilators were introduced.